Manufacturer narrative:
(B)(4). This complaint for check patient line alarm was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A care giver (cg) contacted global technical services regarding a check patient line alarm that occurred on the home choice (hc) unit during initial drain. The cg stated there was air in the patient line. The technical service representative (tsr) explained they would need to end therapy and start over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The cg stated the home patient (hp) started over with new supplies. The lot number was unknown and the supplies had been discarded. The hp has continued therapy no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.